Event description:
It was reported that there was a confirmed overdischarge. It was noted that this was the first overdischarge. A physician mode recharge was done and successfully reset the device. It was also noted that a trickle charge was completed and education was provided. It was further reported that the patient had a car accident and surgery so the battery was discharged during that process. The patent reportedly had a loss of stimulation in the right arm. It was also reported that an impedance check was done and fond that all electrodes were within normal range except number 7. It was noted that they were able to program around that electrode. It was also noted that the patient was alive with no injury and that this event occurred during normal use. The device reportedly remained in use. It was later reported that electrode 7 had high impedances greater than 10,000. It was noted that the patient was pleased with their therapy.

Manufacturer narrative:
Product ID 3998, lot# v112160, implanted: 2010 (B)(6); product type lead product ID 37743, serial# (B)(4); product type programmer, patient product ID 3708240, serial# (B)(4), implanted: 2010 (B)(6); product type extension product ID 37752, serial# (B)(4); product type recharger. (B)(4).